Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "hole, non-specific". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "hole, non-specific". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.